Event description:
It was reported that signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem - additional information. D4 catalog no - correction. D4 serial no - correction. D4 lot no - correction. D4 expiration date - additional information. Primary UDI number - correction. D9: device available for evaluation - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2: type of follow up - additional information/ device evaluation. H3: device evaluated by mfg - additional information. H4 device mfg date - additional information h5 labeled for single use - correction h6: additional information.

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.